Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reset pump and was advised to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.